Event description:
Customer reported a abo discrepancy on the echo. A patient sample resulted as ab+, but the patient is historically a+. Ab+ results were generated on a confirm assay (forward grouping assay), with a 2+ reaction for the anti-b. Customer repeated the sample and received a+ results.

Manufacturer narrative:
Review of the instrument image indicated anti-a was present in the anti-b well. Customer ran the probe dispense accuracy test, and verified that there were no leaks and kinks around the probe. A service call was made. The peripump tubing was replaced due to low dispense volume; optimized residual volume. Following repair, the instrument operated within specifications.